Event description:
Boston scientific received information that this implantable lead experienced a lead safety switch. This lead was found in unipolar configuration. Stored atrial tachycardia response events due to noise were observed. Thresholds were reported as variable. The patient reported they recently moved in close proximity to a power plant. The patient had reported shortness of breath. Boston scientific technical services was contacted whom suggested repeating threshold tests at 6 volts and stepping all the way down. Currently this lead remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that this right atrial (ra) lead was surgically abandoned and replaced due to noise oversensing causing atrial tachy response (atr) and pacing inhibition. The device was explanted. No additional adverse patient effects were reported.